Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to a shunt vessel, a powerflex (5/40mm was delivered to the target lesion and the physician attempted to inflate the balloon. However, the indicator of the indeflator did not move up and leakage of the contrast medium was observed. He judged it had ruptured during its initial inflation. There was patient injury reported. There is no information available on the vessel/target lesion characteristics. The physician removed the powerlfex p3 intact with no difficulty from the patient and used another powerflex p3 (5/40mm 40cm) to complete the procedure successfully. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast media to saline ratio was 50:50. It is unknown at what atmospheres the balloon ruptured. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. One non sterile catheter powerflex extreme 5x4 80cm was received coiled in a plastic bag. The balloon was previously inflated. No other damages were noted. A leak test was performed to and a pinhole was found in the proximal section of the balloon. Sem results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst reported by the customer was confirmed through analysis of the returned device. The exact cause of the failure reported could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR, analysis nor the event description suggest that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) to the shunt vessel, a powerflex (5/40mm was delivered to the target lesion and the physician attempted to inflate the balloon. However, the indicator of the indeflator did not move up and leakage of the contrast medium was observed. He judged it had ruptured during its initial inflation. The physician removed the powerlfex p3 intact with no difficulty from the patient and used another powerflex p3 (5/40mm 40cm). The procedure was finished successfully. There was patient injury reported. There was no difficulty removing the product from the hoop and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast media to saline ratio was 50:50. It is unknown at what atm the balloon ruptured. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There is no information available on the vessel/target lesion characteristics. The product will be returned for analysis.

Manufacturer narrative:
Please note that the gender of the patient is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.